Manufacturer narrative:
Batch history review: no other similar incidents were declared to us concerning this batch of access ports. Investigation: either the device nor the -xray pictures were returned for eval. Conclusion: the elements in our possession cannot allow us to conclude on the root cause of this incident. Our complaint handling database does not show any increasing trend for this type of complaint. No corrective action is envisaged. It is worth noting that the celsite t305 access port, reference 4436903 is not cleared in the u.s., but this device is similar to the reference 05433750 (k130576).

Event description:
On 2010: port system implanted for chemotherapy. On 2014: catheter fracture detected with displacement of the fragment in the pulmonary artery. The fragment was removed by radiological intervention. No complications noted. Pt released.